Event description:
The customer reported error 35v supply failed ( 3.3v supply failed, 5v supply failed.) Motor control pcba adc failed and ovp circuit failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 07oct2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power management board and motor controller board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jan2020. B4: (B)(6) 2020. The assy, pcb,pwr mgmt(power management),v680 and the assy,pcb,mtr ctrlr (motor controller),v60 was returned to failure investigation (fi) for evaluation. The returned mc will be installed into good testing unit. The low value at u16-4 indicates that u16 could be defective and loading this point. Replacement of u16 resulted in normal operation of the circuit. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Customer complaint verified. Root cause of the motor controller failure is due to the ic u16. The pm board assembly is working normally, there's no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date:30 jan 2020. Added report sources: company representative submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported error 35v supply failed ( 3.3v supply failed, 5v supply failed.) Motor control pcba adc failed and ovp circuit failed. There was no patient involvement.